Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID 3889-28, lot# v170198, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
The consumer reported she was not feeling stimulation. The patient normally never feels stimulation even when her symptoms were being address. The patient programmer was not available to check the implantable neurostimulator status. There was no environmental issue, medical procedure, fall or trauma related to this event. The patient was unable to sync the patient programmer to the implantable neurostimulator, she saw the sync screen. The patient needed to use the rest room over and over. There was a sudden change in therapy/ symptoms. The symptoms were like the patient had prior to implant. The patient planned to replace the batteries. She was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. There was no further information provided. If additional information is received, a follow up report will be sent.